Manufacturer narrative:
His event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor rpms were within specification but slow. The hose was replaced to increase motor rpms and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during surgery the unit does not measure depth correctly. There was no reported harm or injury. A delay of approximately15 was reported. Another device was used to complete the procedure. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.